Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient was sent to the emergency room for a stoma site infection per the physician's request, and was hospitalized overnight. An x-ray was performed and the patient was administered unknown intravenous antibiotics. The patient was diagnosed with a mild stoma site infection, and was prescribed oral antibiotics upon discharge. On (B)(6) 2022, the stoma was observed to be clean without signs of infection.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.